Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was malfunctioning. It failed to deliver energy. They switched out the extension cable and the adaptor neither option fixed the problem. A new device was required to finish procedure. There was only a short procedural delay in opening up another kit to finish and the time it took to troubleshoot problem with switching out extension cable and adaptor to test. No injury to patient.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 10/27/2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact clear silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. The shaft of the device closest to the base of the jaw was observed to be peeled back, exposing the inner contents of the shaft. The shaft tip was also observed to be bent forward slightly. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. No final testing was conducted due to the bent and peeled shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, however, the analyzed failures "material twisted/ bent shaft" and "peeled; delaminated; shaft" were observed. The lot # 3000503675 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.